Event description:
It was reported that the patient fell and landed on the spinal cord stimulation system almost three months ago. It was noted that it still worked but it was not as strong. It was noted that the patient had to recharge the device more often. It was noted that sometimes the patient would feel a zap. It was noted that the patient thought that they jarred something loose.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4): product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37743, serial# (B)(4): product type programmer. (B)(4).